Event description:
It was reported that the device longevity is less than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4) the device was returned and analyzed. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The battery voltage is pre/approaching elective replacement indicator. The weekly battery voltage trend data in save to disk file (B)(4) shows minimum battery voltage equal to 2.807 to 2.628 volts between (B)(4) 2012 is before device recommended replacement time which is less than or equal to 2.6251 volt.

Event description:
It was reported that the device longevity is less than expected. The device remains in use. No patient complications have been reported as a result of this event.